Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/service code 204) was confirmed. Upon investigation the check belt messages and the service code were unable to be duplicated. It was found that the trunk connector latch was broken such that it does not remain securely latched to a monitor. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging a wire in the cable. The root cause for the broken trunk connector latch was excessive force. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and service code 204: belt/monitor unusable.